Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed has an 8300 module that came back from repair due to failing leak down test. Unit was sent back with no fault found and passed pm at service depot. Now conducting the leak down lest, biomed is seeing the unit fail. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: asked the biomed how he had his leak down test jig set up. Discovered that the biomed did not plug the intake side which would cause the unit to immediately fail the leak down test. Emailed him the setup diagram shown in the system maintenance manual. Biomed ended call and will call back if any further assistance is needed.